Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00009, 00010.

Event description:
Allegedly, surgeon revised a liner which he thinks came loose from the shell. The pt thinks he can feel something moving when he changes position or moves himself.